Event description:
It was reported that the patient underwent an implant case that was aborted due to an unknown reason which was either device or procedure related.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.